Event description:
It was reported that the fiber cap detached at 461,538 joules. It is unknown if the device was inside the patient at the time of the detachment. The location of the cap is unknown , however, there was no report of the device remaining inside the patient or that cap retrieval was performed. The procedure was completed with a second fiber. Patient outcome: "no injury to the patient" reported.

Manufacturer narrative:
(B)(4).